Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer's insulin pump stopped working yesterday and all day his blood glucose as high. Customer was hospitalized on (B)(6) 2016 with a blood glucose level over 600 mg/dl. Customer had nausea, was vomiting, and had difficulty breathing. Customer had diabetic ketoacidosis and is still currently in the hospital. Customer was wearing the pump at the time of the hospitalization. Caller stated that the customer attempted to treat with 20 units using the pump. Caller stated that air bubbles were found along the tubing length. Caller was advised to deliver a fixed prime of 5.0 units until the air bubbles are no longer visible. Caller stated that the insulin was stored in room temperature. Caller stated that the insulin did not exit at the quick release. Caller reported leaks in the reservoir and a crack where the tubing connects to the reservoir. Caller declined to continue troubleshooting for other possible causes of high blood glucose.